Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was any leak identified? ¿no, it wasn¿t. What measures were taken to ensure that the drain was adequately working post-operation? -no information. The event occurred during the operation when closing the surgical wound. How is the drain line managed? ¿no information. What techniques are used manage the drain? ¿no information. What indication for the re-incision? ¿no information. On what date was the fascia incised? ¿on (B)(6) 2017. What was the size of the incision? ¿no information. What is the physician¿s etiology of this event? ¿no information. What is the lot number of the product? ¿no information.

Event description:
It was reported that the patient underwent a cervical spine procedure on (B)(6) 2017 and the drain was implanted and connected to suction tube. Suction was attempted through the drain while closing the surgical wound. However, the drain got clogged and suction could not be done. The pressure was applied into the drain using a syringe and clogging was cleared in a drain. Then, the fascia was re-incised and the drain was placed again.

Manufacturer narrative:
Upon functional test, drain functioned properly, however in one of drains the dry tissue interrupts normal flow making it slower. Blood/ tissue clots could cause issues with normal drainage.